Manufacturer narrative:
One level 1 hotline low flow systems - hl-390 was returned for analysis. The device was tested with water in the tank and a temperature check was also performed. The reported issue was conformed. Water was leaking from the bottom of the water tank cover and enclosure. There was a crack on the on the bottom of the water tank cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-390 had leaked. There were no adverse events reported.